Manufacturer narrative:
The patient was diagnosed with ¿culture negative peritonitis¿. The cause of the peritonitis was unknown. On the same day as diagnosis, treatment for the peritonitis was provided with tazime 500mg/vial and 2gm cefamezine/vial (1 vial each, once daily each) via intraperitoneal (ip) route. The treatment with intraperitoneal vancomycin was ongoing (previously reported as started and discontinued one day after onset). One day after onset the patient also began treatment for the peritonitis with trizele 500mg/bag (1 vial, thrice daily [tid]) via IV (intravenous). One day later, treatment with cefamezine was discontinued. Two days later, the patient started to use physioneal via ip route for irrigation and four days later the use of physioneal was discontinued. On the same day, treatment with trizele was discontinued. On the same day, the patient began hemodialysis therapy. Three days later, treatment with vancomycin was discontinued. Three days later treatment with tazime was discontinued. Twenty six days after onset, the peritonitis was resolved, the patient was recovered and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by turbid effluent and abdominal pain. The cause of the peritonitis was not reported. On the same day as event onset, the patient presented to the emergency room for abdominal pain and another indication, subsequently the patient was hospitalized for the peritonitis event. The day following the event onset, the patient was treated with intravenous vancomycin (1 gram, once a day). On the same day, the vancomycin was discontinued. At the time of this report, the patient remained hospitalized and was recovering from this peritonitis event. Physioneal therapies were ongoing. No additional information is available as the reporter has declined to provide further information.